Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: an investigation was conducted which revealed that the issue was non correct chinese label, while the product was correct. The device had been used by the hospital to perform an implantation, the product was implanted successfully in a patient¿s eye without any quality and patient safety issues, neither adverse event (ae) nor further complaint was raised from the patient/doctor (hospital). Furthermore, it was indicated that the over-label that triggered the complaint was not placed at johnson and johnson manufacturing site. That the label was placed by a 3rd party logistics (3pl)3rd party co-packer. The over-labeling site and vendor have been discontinued. Current ¿new 3pl¿ 3rd party co-packer is under deliver quality assurance quality management system (qa qms) and ported over and the relabeling procedures have been remediated. To date there is no case of mis-labeling found from the ¿new 3pl¿ 3rd party co-packer. All pertinent information available to johnson and johnson surgical vision has been submitted.

Manufacturer narrative:
If explanted, give date: not applicable, as the lens remains implanted. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an english and (B)(6) label, each displaying different intraocular lens (iol) models, was found on a zcb00 iol box. The english label was for a zcb00 and the (B)(6) label was for an ar40e. Reportedly, the iol was implanted in the patient's operative eye and the labeling issue wasn't noticed until after implantation. There were no safety issues for patient and no special requirement from the hospital. There were no other products with incorrect labeling. The patient is doing well and has been discharged. No additional information was provided.